Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2021-03390. E1. Zip code continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Healthcare professional reported "textured implant" and "rupture". Patient later reported "recall". This record is for the right side. Device remains implanted.